Event description:
It was reported that the patient presented for generator change. It was noted that their right atrial (ra) lead was oversensing noise which resulted in inappropriate mode switch episodes. No intervention took place and the patient would continue to be monitored. The patient condition was stable.